Event description:
Additional information was provided by the customer: the malfunction occurred at the beginning of a laparoscopic procedure. The procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was provided by the customer: the malfunction occurred at the beginning of a laparoscopic procedure. The procedure was completed using the same device. Updated fields: b5, d8, d9, g3, g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: image stops intermittently, due to cables disconnected internally. Camera failed leak test from cable. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head stopped. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.